Event description:
It was reported that using a radial artery access approach during a procedure of the concentric, heavily calcified, mildly tortuous, de novo, mid left anterior descending (lad) artery with a vessel diameter of 2.75 mm the 2.5 x 15 mm nc tenku balloon dilatation catheter (bdc) was positioned and during the first inflation at 8 atmosphere (atm) the balloon ruptured. There was no reported adverse patient effect. A 2.75 mm unspecified bdc was used to dilatate the lesion and the procedure was completed after deploying an unspecified stent without reported incident. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The tenku dilation catheter device is an abbott vascular manufactured device which is distributed in by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.